Manufacturer narrative:
Valuated 2 opened and used reservoirs. Inspected reservoirs, snap-cap, and septum's for anomalies none were found. Performed occlusion test per specifications reservoir were filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into the insulin pump. Performed infusion set testing. Installed reservoirs and connectors into the insulin pump. Performed catheter tips testing. Conclusion the reservoirs are not occluded.

Event description:
It is reported that a customer's insulin pump did not delivery insulin because of a possible blockage in the tubing. The patient's blood glucose level was at 400 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer sent the old reservoir back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.